Manufacturer narrative:
Facility experienced an event with ligaclip* endoscopic rotating multiple clip applier on 4/4/97 while performing a unknown procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973527. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw, yes; damaged jaws, no; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firiing: form conform, yes; jaws: hold clip, yes; jaws: inside width at tips, .216; lockout functional, yes and number of clips fed and formed, 6. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips within design specification when tested. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously imrpove co's products.

Event description:
The device was used during an unknown procedure. The clips dropped from the jaws. The clips did not fall into the patient. There was no patient consequence.